Event description:
It was reported that a patient sustained 2nd degree burns on the legs after a hair removal treatment with the lumenis one.

Manufacturer narrative:
Subject device investigation by lumenis service observed filter damage due to accumulation of foreign contaminates in contradiction to product labeling. The necessity of clean, damage free filters and impact to device performance and safety are clearly expressed in device labeling and training material.